Event description:
It was reported the programmer goes through a long boot sequence before it gets to the model select screen. Once at the model select screen, the programmer functions fine. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report of a long boot sequence. It was also noted that the system fan was noisy, the stylus was bent at the tip, and the left keyboard hinge was broken.